Event description:
Report received of overdelivery during use of arterial line. Customer states a new a-line tubing and bag (volume unspecified) were hung at 3pm. At 11pm, it was noted that the bag was empty. A new bag was started at 11pm and was noted to be empty at 10am. At that time a new a-line set-up and bag were hung without further problem. Customer states the pt received a total of 2000units of heparin, but unsure how much extra volume the pt received. No add'l info available. The pt did not experience any adverse effects.